Event description:
It was reported that the customer's insulin pump had a delivery anomaly. Caller stated that the customer's insulin pump was alarming motor error, it has erratic insulin delivery and customer have to change the battery frequently. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.